Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that a battery pin in the device was damaged. Physio replaced all the battery pins in the device, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event.